Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold in the right ventricle was observed. Repositioning the lead will be discussed. Further information states the device was functioning appropriately.